Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing confirmed that the device was not functioning. The patient's ci device was explanted.